Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during a stent placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was an esophageal stenosis due to cancer. During the procedure, the stenosis was dilated with a 15mm cre balloon dilator. The stent system was then introduced into the patient. However, the stent system failed to cross the stenosis. The device was removed and dilation was repeated. However, again, the stent system would not cross the stenosis initially. After several attempts, the stent system was advanced across the stricture. The user then attempted to deploy the stent but significant resistance was encountered when pulling on the deployment suture. When additional force was applied to the suture, the suture broke with the stent partially deployed. The stent system was removed from the patient. The procedure was completed with another ultraflex esophageal covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was noted to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during a stent placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was an esophageal stenosis due to cancer. During the procedure, the stenosis was dilated with a 15mm cre balloon dilator. The stent system was then introduced into the patient. However, the stent system failed to cross the stenosis. The device was removed and dilation was repeated. However, again, the stent system would not cross the stenosis initially. After several attempts, the stent system was advanced across the stricture. The user then attempted to deploy the stent but significant resistance was encountered when pulling on the deployment suture. When additional force was applied to the suture, the suture broke with the stent partially deployed. The stent system was removed from the patient. The procedure was completed with another ultraflex esophageal covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was noted to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 33mm. The deployment suture had broken at approximately 705mm from its point of release. A microscopic examination of the suture noted that it appeared frayed at the point of break. During a functional analysis, it was possible to retract the remainder of the deployment suture and deploy the stent without any issue. No issues were noted with the deployed stent or the shaft of the device that could have contributed to the complaint incident. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.